Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump would not turn on and it appeared that the battery had leaked into the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: investigation revealed that the battery compartment was cracked and there was moisture corrosion inside the battery compartment and on the battery cap. Leak testing revealed a leak at the battery compartment crack. A test battery cap was used and the pump was unable to power on. The pump¿s cover was removed and there was no further evidence of moisture damage. There were no defects found to the pcb. The returned (B)(6) battery was found to be discharged; testing was done using a test energizer battery. The complaint of power loss was duplicated on investigation; additional testing could not be completed due to failure of the pump to power on.